Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available a follow-up medwatch will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The facility representative reported a colleague infusion pump in which the display is showing similar information on four lines and the bottom half of the main screen is blank. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement; however, patient injury or medical intervention. No additional information is available. The user interface module software version is 8.11.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump in which "display is showing similar information on four lines and main screen bottom half of display blank" was confirmed but not duplicated by baxter service personnel. The root cause of this condition was determined to be a faulty liquid crystal display (lcd). The lcd was replaced to correct this condition. A device history review revealed no abnormalities were found during manufacturing. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.